Event description:
The customer's father reported the customer obtained back-to-back blood glucose results, of 88 mg/dl and 153 mg/dl and, 70 mg/dl and 125 mg/dl on the advantage system strip lot 549440 with expiration date 01/31/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. The caller did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the comfort curve strips.